Event description:
The guidewire was in the holster backwards with the floppy tip at the proximal end of the holster. This product issue was apparent to the clinician and was not used in a patient.

Manufacturer narrative:
The device was not returned as the clinician took the guidewire out of the holster and placed it with the floppy tip of the guidewire in the appropriate location. The device was then used with no harm to the patient. This product malfunction was reported to the supplier of the product and results of the investigation are pending. A follow up MDR will be submitted once results are received.